Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the sensor tail. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Milled slot was observed into sensor casing to perform smu (source measurement unit) test to ensure sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving a low glucose sensor scan reading of 120 mg/dl compared to a competitor brand fingerstick test result of 200 mg/dl. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced a hot and foggy brain, dizziness, disorientation, no sense of urgency or concept of concern, and a loss of consciousness. There was no report of self-treatment or third-party treatment. There was no report of death or permanent injury associated with this event.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving a low glucose sensor scan reading of 120 mg/dl compared to a competitor brand fingerstick test result of 200 mg/dl. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced a hot and foggy brain, dizziness, disorientation, no sense of urgency or concept of concern, and a loss of consciousness. There was no report of self-treatment or third-party treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.